Event description:
It was reported that the colonovideoscope brush tip broke inside the scope and did not come back when finished washing. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that the forceps was stuck on the suction channel. Upon further inspection, it was observed that the insulation of the plastic distal end cover had a value of 0 megaohm. It was also observed that the plastic distal end cover had dents and scratches. It was observed that the glue of the bending section cover had cracked on both sides. It was also observed that the glue of the objective lens was pealing, and the edge had chips. Additionally, it was observed that the light guide lens as cracked 2 times and the edge had chips. It was observed that there was a cut on switch one. It was also observed that the insertion tube had wrinkles. It was also observed that the light guide tube was scratched. It was observed that the scope connector had a loose boot. It was observed that the light guide prong/mount was loose. It was also observed that the control knob had flex back. Also, the control knob play movement was loose in all directions. Lastly, it was observed that all the labels on the device were not properly affixed and had pealing. This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation. Section h3 was updated with additional information that was received about the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity nor the definitive root cause of foreign material could not be determined. Considerations: although olympus was able to confirm the presence of the foreign material, we could not identify what the foreign material was. Despite our attempts, olympus was unable to obtain the cleaning sterilization and disinfection (cds) process performed at the user facility. No physical damage was found at the location where foreign material remained. Olympus will continue to monitor field performance for this device.